Event description:
New information of noise and inappropriate shock and the physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed fracture on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.